Event description:
It was reported that prior to use, the attachment had bearing problem. It was reported that there was no patient involvement. Additional information received on evaluation stating that bearings were detached made this event reportable.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearing problem was confirmed. It was found that bearings were detached and corroded. The likely cause of failure could not be determined. However, it was also noted that spring and washer was found corroded and spacer showed signs of corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.